Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood had leaked from the sheath seal to the inside of the stat-guard. Therapy was completed successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood had leaked from the sheath seal to the inside of the stat-guard. Therapy was completed successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Changed leak test statement from: an underwater leak test of the sheath, sheath seal, balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. To: an underwater leak test of the stat gard sheath seal, balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the stat-gard sleeve. No blood was observed inside the iab catheter. A portion of the extracorporeal tubing was cut from the iab and not returned. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. An underwater leak test of the sheath, sheath seal, balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. An oval shaped catheter tubing may cause an opening for blood to pass out of the sheath seal. However, the reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period mar-19 to feb-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).